Event description:
The clinician reports the implant was inserted (B)(6) 2026 in the patient's mouth. On (B)(6) 2026 non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling, bleeding and inflammation. No further patient complications were reported.